Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during prime. Per the initial report, home patient (hp) had a leak in the final line. The hp stated that they were unable to clear the alarm. The technical service representative (tsr) found that the final line was leaking in prime. The tsr advised the hp to cycle the power off/on. At load the cassette the hp would close the clamps and rest up again with new supplies. There was patient involvement but no injury..

Manufacturer narrative:
(B)(4). The complaint for leak was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. If additional information becomes available, then a follow up MDR will be submitted.